Event description:
Patient was revised due to increasing cobalt chrome blood levels.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-01322. This report, 1818910-2013-00561, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-01322. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to pain, bursitis and some brownish discoloration of the bursa and a hole in the bursa communicating with the joint. During revision, the acetabular cup was found to have spot welding but was not at all loose. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to increasing cobalt chrome blood levels. Update: 2/5/2013 - litigation alleged, the patient suffered soreness, discomfort, difficulty walking, squeaking noise of the implant, and elevated metal ion levels (measured at 1.8 mcg/l chromium and 4.8mcg/l cobalt) as a result of the implanted asr hip.